Manufacturer narrative:
D10 concomitant product: pm100n bedside spo2 monitor hc x1 pm100n mbh2210353 maxn neo/adt oxy sensor mdl max n x24 maxn (lot #unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during use, the monitor showed incredibly low readings. The spo2 reading was at 70%, and the heart rate (hr) was at 200 bpm, indicating potential cardiac arrest. The emergency medical technicians (emts) arrived and found that the patient was fine. The responder's oximeter was used on the patient, and it reads spo2 99% and hr 140 bpm. Multiple probes were used, and the readings would frequently go to 0's and then back up. The failure was allegedly isolated from the monitor by swapping the sensors. There was no error code noted, and an adhesive was used to hold the sensor in place. There was no patient injury.